Event description:
Boston scientific crm received information that the patient's device system was explanted due to pocket erosion. During the pocket revision, the device started to migrate. This right atrial transvenous lead broke off and could not be removed from the device header. A competitor's device was placed, along with an acute right atrial lead of the same model. There were no adverse patient effects associated with the performance of these products, beyond the surgical intervention for erosion. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.